Event description:
A 26 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and it components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on in 2002. The diameter of the proximal non-aneurysmal aortic neck was 21 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 170 mm. Vessel morphology is unknown. The patient has a history of chronic obstructive pulmonary disease. During the procedure, it was reported that the physician pulled down the runners too hard and the device was pulled down. A 26 mm diameter x 3.75 cm length aortic cuff was implanted to ensure an adequate seal. Final angiogram demonstrated a successful outcome with a lumbar branch endoleak noted at the end of the procedure. No clinical sequelae were reported, and the patient is reported to be fine.